Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose and low blood glucose. Customer's blood glucose level went as low as 48 mg/dl and as high as the 500 mg/dl range. Customer advised they had bent cannulas and they had reported this issue in the past. Customer declined to troubleshoot for high and low blood glucose levels. Customer believed they had bent cannulas due to high blood glucose levels. Customer treated their low blood glucose with food and juice. Customer treated their high blood glucose via insulin pump.